Manufacturer narrative:
Investigation included customer service troubleshooting with guidance to avoid overfilling and to perform a controlled cartridge fill not exceeding 1.6 units during priming. Investigation of this case revealed that overfilling and incomplete seating of the cartridge likely impeded proper installation rather than a pump malfunction. It was concluded that the event was attributable to user handling related to cartridge fill volume and insertion technique, with the device operating as designed once proper procedures were followed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed

Event description:
It was reported that the user was unable to seat a filled insulin cartridge into the ilet pump, with the cartridge initially filled to capacity and subsequent attempts after a rewind still preventing full insertion; the user reported high blood glucose of 400 mg/dl and elected to revert to injections, and later confirmed the pump was functioning. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy and use of multiple daily injections.